Manufacturer narrative:
The customer was sent a replacement. Bec identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that they received a synchron iron/ibct calibrator that was leaking from a loose cap. No injury was reported in connection with this event.